Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the left anterior descending (lad) artery. After a guide wire crossed the lesion, a 2.50 x 12 synergy ii drug-eluting stent was advanced to treat the target lesion. However, the device got caught with a previously implanted stent causing the stent to be stripped off from the delivery balloon. Subsequently, another 3.0 x 16mm synergy stent was used to smash the dislodged stent to the distal part of the previously implanted stent and the procedure was completed. No patient complications were reported.